Manufacturer narrative:
This is one of three complaints concerning the same patient with different reportable events. There is no documentation to show a causal relationship between the patient event of peritonitis and subsequent hospitalization and the liberty cycler or cycler set. Additionally, there is no allegation of a malfunction against any fresenius product. A temporal relationship exists between ccpd therapy and the peritonitis caused by a breach in aseptic technique as the pdrn stated that the patient refuses to don a mask when setting up for pd therapy as evidenced by the culture results of staphylococcus aureus, one of the most common causes of peritonitis. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported being treated for peritonitis. Follow up was conducted with the peritoneal dialysis registered nurse [pdrn] for this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) for reports that he had several peritonitis events. The follow up, received 2018-02-05, documented that the patient has had three peritonitis events (signs/symptoms unknown). The patient was diagnosed with peritonitis in (B)(6) 2017 (unknown date) and subsequently hospitalized. The patient¿s culture (unknown source and draw date) was positive for staphylococcus aureus due to a breach in aseptic technique. Per the pdrn, the patient refuses to wear a mask while setting up for pd therapy. The patient has been advised about the consequences of not following aseptic technique. The patient¿s course of treatment and hospital course is unknown. Discharge date unknown. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.